Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Extraneal was discontinued and dianeal remained ongoing. After 6 days, the patient recovered. Treatment, was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The patient did not present other clinical signs and he was apyretic.